Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: mod con dist stem 18 x 155 mm; cat# 6276-7-018; lot# caxx263; 19mm mod rev hip bdy/blt +20mm component level 9006-1-219; cat# 6276-1-219; lot# 48666901; 28mm std lfit v40 head; cat# 6260-9-128; lot# 68245003; restoration adm x3 ins 28/48; cat# 1236-2-848; lot# 70934101; modular dual mobility insert; cat# 626-00-42e; lot# 69968902; screw - lot caxr302; cat# unk_jr; lot# unknown; screw; cat# unk_jr; lot# unknown; it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.

Event description:
It was reported that the patient's hip was revised. A pre-revision x-ray showed the cup spun with it rim facing vertically upwards. Intra-operatively, the poly insert was found to have dislocated from the metal mdm liner. A stage 1 revision was performed due to suspected infection (it is unknown if infection was clinically confirmed or identified). An antibiotic spacer was placed. Rep provided a picture of the explants, an implant report, and a pre-revision x-ray and reported that no further information will be available.

Event description:
It was reported that the patient's hip was revised. A pre-revision x-ray showed the cup spun with it rim facing vertically upwards. Intra-operatively, the poly insert was found to have dislocated from the metal mdm liner. A stage 1 revision was performed due to suspected infection (it is unknown if infection was clinically confirmed or identified). An antibiotic spacer was placed. Rep provided a picture of the explants, an implant report, and a pre-revision x-ray and reported that no further information will be available.

Manufacturer narrative:
An event regarding dislocation and infection involving an adm liner was reported. The event of dislocation was confirmed by medical review. The event of infection was not confirmed. Method & results: device evaluation and results: visual inspection of the received image of the device noted the explanted device was packaged in a poly bag. Dimensional, functional and material analysis not performed as the device was not returned for evaluation. Clinician review: the available medical records were provided to the consulting clinician for a review which was rejected stating - "provided x-ray confirms loose acetabular and dislocation but the reported event for infection cannot be confirmed. Need operative reports, office/clinical reports, serial x-rays, and examination of the explanted components." Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot and sterile lot referenced. Conclusions: it was reported that the patient's hip was revised. A pre-revision x-ray showed the cup spun with it rim facing vertically upwards. Intra-operatively, the poly insert was found to have dislocated from the metal mdm liner. A stage 1 revision was performed due to suspected infection. Visual inspection of the received image of the device noted the explanted device was packaged in a poly bag. The available medical records were provided to the consulting clinician for a review which was rejected stating that the provided x-ray confirms loose acetabular and dislocation but the reported event for infection cannot be confirmed. Need operative reports, office/clinical reports, serial x-rays, and examination of the explanted components. The event of dislocation is confirmed but root cause could not be identified as insufficient information was available. The event of infection could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided. Further information such as return of device, pre- and post-op x- rays, patient history, pathology report & follow-up notes are needed to investigate this event further. The internal investigation of sterilization process and records confirmed the product met sal 10-6 per corresponding iso standards. If additional information and/or device becomes available, this investigation will be reopened.